Manufacturer narrative:
Insulin pump was received with power error detected alarm due to j6 connector resistance issue. Unit was received with high sleep current due to corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery issue. Customer blood glucose level was unknown. Customer also stated that the insulin pump constantly asking for new battery. The device will be returned for analysis.